Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead were explanted due to the patient's high defibrillation thresholds (dfts) after approximately twenty-five months. The patient came back for an elective upgrade due to the high dfts. When the pocket was opened it was noted that the proximal defib setscrew was not tightened down. The setscrew was subsequently tightened and the dfts were re-tested. The patient still failed at 26 and 31 joules. You then questioned whether there was a problem with the setscrew or header of the device. A guidant high energy cardiac resynchronization therapy defibrillator (crt-d) device was used for shorter charging times. In addition, guidant atrial and defibrillation leads were subsequently implanted. The device was returned to guidant for analysis.